Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the clinician attempted to interrogate the implantable pulse generator (ipg), and the patient immediately experienced asystole. It was suspected that the ipg was beyond end of service (eos), and the act of interrogating the ipg caused the battery to completely deplete. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.